Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the insulin pump could not be primed. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to perform prime test due to loose drive support disk. Insulin pump had minor scratches on display window, cracked reservoir tube lip and cracked belt clip slot.